Manufacturer narrative:
Concomitant medical products: 503458 lead; implanted: (B)(6) 1996. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the following issues were noted on the right atrial (ra) lead: suspected insulation damage, low impedance, oversensing of noise and noise. The ra lead was capped and replaced. No patient complications have been reported as a result of this event.